Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion testing due to loose/protruded drive support disk. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the customer had an a33 alarm during prime on the insulin pump. The customer's blood glucose level was unknown mmol/l. The customer is disconnected from the insulin pump. The customer insulin pump is not dropped or bumped and the drive support cap wasn ot protruded/sticking out or loose. The customer insulin pump was replaced.